Event description:
During insertion of the dilator through the valve at the proximal end of the sheath, the tip of the dilator became compressed, preventing it from being loaded onto the wire and thus deeming it unusable. Replacement used.